Event description:
It was further reported that the old catheter was ¿bad¿ or punctured during placement. This issue was located around the anchor site, the distal/spinal segment. A catheter dye study was performed and the results were reported as the catheter looked ¿ectatic.¿ a revision was performed and there was no injury to the patient. This device system delivered hydromorphone and bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8835 lot# serial# (B)(4), product type programmer, patient product ID: 8709sc lot# serial# (B)(4), product type catheter. (B)(4).

Event description:
The patient reported that never having therapeutic effect to the level their healthcare provider had thought that the patient should be getting. The medications used within the system were morphine and ¿a numbing medication¿. The patient reported good relief from her leg pain, but still not optimal relief with lower back pain. A refill was scheduled for (B)(6) 2011. The patient further stated that their healthcare provider thought that the pump had shifted due to challenges finding the port during a refill. The patient later reported that, after they were implanted in (B)(6) 2011, they were in a lot of pain and were hurting real bad; that they were swelling in their legs and abdomen. The patient stated they had still had spasms in their back, and ¿their legs had been horrible¿ and it had been really intense in their legs. The patient stated they had a revision in (B)(6) 2012. The patient stated that when they went in, they found a tear in the catheter; a rip in his catheter¿. The patient noted an x-ray was performed ¿just right¿ and their physician ¿found it¿. They stated that once they were on that table, they got a full dose of medicine and their legs went numb and their heart rate ¿got all crazy¿. The patient stated the medicine had been ¿actually going into their tissue so it was very scary¿.